Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction with the oled and force sensor pins fully dislodged. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): review of the black box and download histories revealed multiple loss of prime warnings on (B)(4) 2012. The pump was noted to have a load step malfunction and for this reason, the pump was not able to be exercised for testing. The pump was opened for investigation and revealed the oled and force sensor pins were fully dislodged. Evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).